Event description:
Surgiwrap used 3/15/06 during laparoscopic supracervical hysterectomy with left salpingo-oophorectomy and right salpingectomy. Ongoing bladder discomfort brought the patient back for diagnostic cystoscopy, laparscopy with extensive lysis of adhesions and enterolysis. Resulted in removal of foreign material and reactive scar tissue from the omentum.